Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. The rep reported that they were trialing yesterday with a (B)(4), and the lead was shifting due to the patient¿s anatomy. Therefore, the healthcare provider wanted to use a 265 lead. The rep did not know how to change the lead in the tablet. Patient services reviewed the information with the rep. No further complications or patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the surgeon removed and then repositioned the lead within the epidural space until optimal placement was achieved. No further complications were reported.